Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the updated investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. In addition, there was imagery provided for evaluation. Per imagery review, there was an area of contrast observed anterior/lateral at the inflow level, along with a chunk of calcium in the same area that was positioned slightly proximal. This was possibly the area where the pvl was located. The leaflets appear to be thickened at the commissures, suggestive of fibrosis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve degeneration/deterioration that resulted in a valve-in-valve being performed was confirmed based on the provided medical records and imagery. A review of the device history records (DHR), complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, a definitive root cause was unable to be determined at this time; however, the event could be due to patient factors and/or procedural factors not provided. Regarding the paravalvular leak (pvl), per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the pvl is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information received. The following sections of this report have been corrected/updated: a2 (age at time of the event), a3 (sex), b2 (outcomes attributed to adverse events), b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions), d2 (type of the device), d4 (additional device information), d6 (implant date), and h4 (device manufacturer date), and h6 (health effect - impact code, health effect - clinical code, device codes, type of investigation, investigation findings, investigation conclusions). The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 5 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra valve, the valve was failing. Medical records were received for evaluation. According to the medical records received, approximately 1 year post tavr procedure, the valve had elevated gradients and moderate paravalvular leak (pvl). A transthoracic echocardiogram (tte) performed approximately 3 years, 3 months, and 19 days post tavr procedure showed a velocity of 4.35 m/s, mean gradient of 43 mmhg, and aortic valve area (ava) of 0.98 cm2. A tte performed approximately 3 years, 11 months, and 18 days post tavr showed a velocity of 4.23 m/s, mean gradient of 43 mmhg, and ava of 0.96 cm2. Approximately 4 years, 4 months, and 12 days post tavr procedure, the patient presented with worsening dyspnea on exertion, chest pressure and fluid retention and was reported to have bioprosthetic aortic valve degeneration with moderate paravalvular leak (pvl). A computed tomography (CT) performed approximately 4 years, 4 months, and 12 days post tavr procedure reported a 20 mm sapien 3 ultra valve in the aortic position and the bioprosthetic leaflets were open well without restriction. There was no evidence of "hypoattenuating leaflet thrombosis (halt)". The inner diameter of the bioprosthesis measured at 17 mm in diameter. The patient was noted to be at high risk due to a history of liver cirrhosis. The plan was to evaluate the patient for a valve in valve procedure. Additional information was received indicating an echocardiogram was performed approximately 3 years, 11 months, and 24 days post tavr procedure. The echocardiogram showed an ejection fraction (ef) of 63%, mean gradient of 43 mmhg, peak velocity (pv) of 4.23 m/s, ava of 0.96 cm2, dimensionless index (di) of 0.35, and severe pvl. Due to the high gradients and pvl, the re-intervention plan was to perform a pre-bav with a 21 mm non-edwards balloon, follow by implantation of a 20 mm sapien 3 ultra resilia valve with an additional 2 cc of volume, and then perform a post-dilation with a 21 mm non-edwards balloon. Approximately 4 years, 9 months, and 22 days post tavr procedure, the patient underwent a valve-in-valve tavr procedure with a 20 mm sapien 3 ultra resilia valve. The valve-in-valve tavr procedure went well, however, it was noted that the pvl had persisted from the original 20 mm sapien 3 ultra valve. As a result, a decision was made to place a pvl plug. Imagery was provided for evaluation. Per review of the imagery, there was an area of contrast observed anterior/lateral at the inflow level, along with a chunk of calcium in the same area that was positioned slightly proximal. This was possibly the area where the pvl was located. The leaflets appear to be thickened at the commissures, suggestive of fibrosis.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 5 months post transfemoral tavr procedure with a 20 mm sapien 3 ultra valve, the valve is failing. No additional information was provided.

Event description:
Per medical records reviewed, the patient presented with worsening dyspnea on exertion, chest pressure and fluid retention and was reported to have bioprosthetic aortic valve degeneration with moderate paravalvular leak (pvl). A transthoracic echocardiogram showed: velocity 4.35 m/s, mean gradient 43 mmhg, aortic valve area 0.98 cm2. A CT done reported 0mm sapien 3 ultra in aortic position, the bioprosthetic leaflets open well without restriction. There is no evidence of "hypoattenuating leaflet thrombosis (halt)". The inner diameter of the bioprosthesis measures 17mm in diameter. The patient is high risk due to history of liver cirrhosis and the plan was to evaluate for valve in valve procedure.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, b.5, g.3, g.6 and h.2 have been updated. Corrections have been made to h.6: device code and clinical code, type of investigation, investigation findings and investigation conclusion. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the pvl is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The complaint for degeneration was confirmed based on the provided medical record. Per the IFU, structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.